Event description:
During in-servicing performed by baxter personnel, the facility representative reported that they had experienced frequent air in line alarms. This occurred during infusion. The pump being used was a sigma spectrum pump. A drug being infused was zosyn infused as a secondary over a period of four (4) hours. The baxter nurse educator observed that the blue slide clamp was being placed less than 1-2 inches from the upper y-port or flush against it. It was also observed that the primary was being hung at equal height to the secondary, or was placed on the hanger without fully extending the hanger. The bag was also placed too close to the pump. The baxter nurse educator informed the facility representatives that the recommended length between the bag and pump was 18-24 inches, and that the recommended distance between the blue slide clamp and upper y-site was 6 inches. It was also advised when mixing the zosyn to roll the vial instead of shaking to avoid bubble formation. The in-servicing resolved the facility's issues. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined.